Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device was returned for evaluation. A visual examination found that the catheter was returned in two sections due to a hypotube break distal from the manifold strain relief. The hypotube was severely kinked just proximal and distal to the break site. It was noted that the guidewire exchange port was torn. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No further damage was noted on the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2013. It was reported that crossing difficulties was encountered. The 85% stenosed target lesion was located in the moderately calcified and severely tortuous mid left anterior descending artery. Following predilation 2.0x20 non-bsc balloon catheter, a 3.00x38mm promus element plus drug eluting stent was advanced but failed to cross the lesion. The procedure was completed with a 3.0x28 promus element. No patient complications were reported and the patient's status was stable. However, device analysis revealed hypotube break.